Event description:
Philips received a complaint on the earlyvue vs30 vital signs monitor indicating the system is freezing. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) confirmed that the customer's device's faulty battery, which would not charge caused the device screen to freeze. The rse advised the customer to reload the device software and replace the device battery. The rse confirmed with the customer that reloading the software and battery replacement fixed the issue with the screen. Based on the information available and the testing conducted, the cause of the reported problem was a faulty battery. The reported problem was confirmed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete reporting institution phone # (B)(6). Reporting phone # (B)(6).

Event description:
Philips received a complaint on the earlyvue vs30 vital signs monitor indicating the system is freezing. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.